Manufacturer narrative:
Batch reviews: from the document review of the lot involved (1110993-24 items produced) no anomalies were found. Concerning the intramedullary rod, we did not receive the lot number, thus a document review cannot be performed. The surgeon was finally able to remove the intramedullary rod only and decided to leave the extension rod into the patient, completing the surgery. This is the second case of a similar issue registered in our database, with the same lot involved, reported to FDA with MDR 2014-00045. The connection between the intramedullary rod and the extension rod is realised by a threaded part. Most probably the threaded tip of the extension rod is broken into the intramedullary rod, due to an excessive force during the insertion.

Event description:
Ref # imp (B)(4).